Manufacturer narrative:
A ge service representative performed an onsite investigation. The ccd camera was replaced, adjusted, aligned and calibrated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system had a communication failed error message. This error may result in result in a system lock up, no boot, or shut down. There is no report of injury or death associated with the event described in this complaint.